Event description:
During an in-clinic follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.